Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between january 8-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and observed that the tube set was detached from the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume folfusor detached. The issue occurred during preparation while injecting 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.